Manufacturer narrative:
The device referenced in this report was returned for evaluation. During visual inspection, it was found a small bite mark on the tip of the transducer but no visible damage on articulation sleeve area. A system error 10 was observed during system test. The factory leakage test passed at full level. Engineering investigated the issue via tfs defect 568146 and found that the cause of the z6ms transducer initialization failure was determined to be an electrical board malfunction inside the connector. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that while the patient was being set-up for a transoesophageal echocardiography (toe) procedure, the transducer failed to initialize. The issue occurred during patient planning and equipment testing. The patient was already under anesthesia and on the table. After the transducer was replaced, the procedure was completed. There was no loss of data and there was no patient adverse event reported. No additional information was provided.